Event description:
It was reported to st. Jude medical that the patient presented for a routine follow-up. The device interrogation was unsuccessful using several wand positions and different programmers. The physician decided to explant and replace the device.